Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (audio's bolus button tactile change/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission: 10/05/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2016 with the following findings: during a visual inspection of the pump, the audio bolus button cover was observed to be missing from the pump. The audio button response was unable to be tested due to the missing button cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2, 20-march-2017- correction to serial#.